Event description:
Philips received a complaint from the biomed, reporting that the v60 ventilator was fluctuating between ac and battery power. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips remote service engineer (rse) noted that the biomedical engineer (biomed) has confirmed the v60 has ac power inside the device. The rse advised the biomed to switch the power supply to 24 volts dc. The biomed was then advised to remove the molex connector on the power management board and confirm 24 volts dc across the brown and orange wires with ac connected to the v60. The biomed reported that there was no 24 volts. The rse recommended replacing the power supply. And to use the latest version of the service manual. The biomed was provided with the following part ID for v60 power supply.

Manufacturer narrative:
H10: insufficient information is available to determine the resolution of the event. The customer was provided with the parts ID for a replacement power supply; however, it could not be confirmed if the customer replaced the specified parts. During follow up with the customer, it was reported that the device had been fixed, but they customer did not specify how the issue was resolved. Multiple good faith efforts (gfe) were performed for further details regarding the event on (B)(6) 2023, (B)(6) 2023 and (B)(6) 2023; however, no further details were provided. No parts were returned for failure investigation. In the event that parts are returned or if new information is provided, the complaint will be reopened to update the investigation.